Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the anterior communicating artery (acom) using penumbra smart coils (smart coils), a penumbra smart coil detachment handle (handle), and a non-penumbra microcatheter. During the procedure, the handle successfully detached smart coils in the target location. While attempting to detach the next smart coil, the handle was unsuccessful. After making an attempt to manually detach the smart coil, the physician pulled the microcatheter back and the smart coil migrated to the distal anterior communicating artery (aca). It was reported that the physician did not notice that the smart coil had detached during the manual attempt. Next, a penumbra system 3max reperfusion catheter (3maxc) was then positioned distally and the detached coil was aspirated out of the patient; subsequently, the 3maxc was removed. The procedure was completed using a non-penumbra coil. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned smart coil confirmed that the embolization coil was detached from its pusher assembly and the pet lock was separated. The pet lock was likely separated during attempts to detach the coil with the handle and manually. If the pet lock is broken and retracted, the embolization coil will detach. Further evaluation revealed the ddt was fractured off the distal end of the pusher assembly. The root cause of the fractured ddt could not be determined. This damage was not reported and was likely incidental to the reported detachment. The ddt and embolization coil were not returned for evaluation. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Section h. Box 6. Conclusions code 1: 4316 - the investigation findings do not lead to a clear conclusion about the cause of the fractured ddt.